Manufacturer narrative:
(B)(4) probe failed to transmit current. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe failed to transmit current. The procedure was completed with another gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the catheter was kinked in the middle of the device. An x-ray of the middle of the device revealed the internal wires to be broken at the kinked section. An electrical load test was performed and the results were found to be out of specification. The reported event of injection gold probe failed to cauterize was confirmed. Based on condition of the returned device, it is possible that during the procedure, excess manipulation of the device caused damage in the internal electrical wires at the middle of the device leading to electrical failure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe¿ failed to transmit current. The procedure was completed with another gold probe¿ device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.